Manufacturer narrative:
Other relevant device(s) are: model: 9734716k. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the short spinous clamp wouldn¿t engage. A tall clamp was used instead. A representative looked at the clamp and confirmed that the clamp stayed open when trying to close it. There was no delay to the procedure and no reported impact on the patient¿s outcome.